Event description:
N/a.

Manufacturer narrative:
Other contact phone number:(B)(6). Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 whitney a flight rn called into the emergency support program line to request support with a question about battery charging. She stated they were preparing to transport a patient but later decided they needed a larger aircraft. Whitney explained that they plugged the pump back into the wall but she could not remember how to get the batteries to charge. The esp team had her verify the icon on the cardiosave which displayed rescue instead of hybrid. The esp team explained that the pump was in rescue configuration and guided her through the steps to place the pump back into hybrid configuration. Once completed the ac icon appeared.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The customer reported through the emergency support program that a registered nurse (rn) planned to transport a patient but decided they needed a larger aircraft. The rn stated that after plugging the pump back into the wall, she could not recall how to charge the batteries. The getinge field service engineer guided her to verify the icon on the cardiosave, which displayed ¿rescue¿ instead of ¿hybrid.¿ the engineer explained that the pump was in rescue configuration and walked her through the steps to return it to hybrid configuration. Once completed, the ac icon appeared. No harm or injury to the patient was reported.